Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The patient presented in the ER with abdominal pain. A cta revealed a type ia endoleak and a migration. The cause is unknown. The patient received an intervention where two additional endurant cuffs (ettf2828c70e x2) were added to resolve the type ia endoleak. There were no complications during the intervention and the patient did fine. No clinical sequelae were reported and the patient will continue to be monitored. The review of returned cta¿s 5 years post-implant confirmed that the aneurx bifurcate is currently approximately 6cm below the right renal artery. The patient does not have a left kidney. There is a proximal type I endoleak. The proximal neck flow lumen diameter below the renals measures 24mm, and 2cm lower measures 26x29mm. The neck is angulated 60deg r-l and 65deg (a-p). The max aaa diameter is 8.4cm. The ipsi limb was positioned into the right common iliac and the contra limb into the left common iliac artery. Both limbs are patent and no stent graft kinks are seen. The exact cause of the stent graft migration is unknown. Earlier follow-up images were not provided, and films post - 28mm cuff intervention were not available for return.

Manufacturer narrative:
(B)(4).